Event description:
International affiliate reports that the concorde inserter instrument caused damage to the threads of the insertion holes in three concorde bullet cages. When the surgeon tried to change the position of first cage from superior to inferior in the disc space, the cage came off of the inserter and the threads of the cage¿s insertion hole were deformed, preventing the device from reattaching to the inserter. The same condition occurred with a second cage. A third cage could not be set firmly onto the inserter and the threads of that cage¿s insertion hole were deformed as well. The surgeon scraped the bone and disc space, a fourth cage was inserted into the disc space, and the procedure was completed. As a result of the difficulties, surgery was extended by thirty minutes. The affiliate reports that no adverse consequences were reported.

Manufacturer narrative:
Visual inspection of the returned concorde inserter straight [product code: 2879-01-000, lot no: nm0810] noted no defects nor any abnormalities. A review of the device history record (DHR) concorde inserter straight was conducted. A partial lot was released to stock on 8/30/10 with no discrepancies. The second portion of the lot was released to stock on 9/30/10 with no discrepancies. No issues were identified during the manufacturing and release of the inserter that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this the root cause of the sheared threads cannot positively be determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. It should also be noted that after further disc clearing and endplate preparation, a cage was successfully implanted indicating that the cage size selection may have also played a role in the fractured implants. As there has been no issues identified in the manufacturing or release of the device and there has been no observed complaint trend this file will be closed with no further action required.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into that required field. A follow up report will be filed upon receipt of the device and completion of the investigation.